Manufacturer narrative:
This report is submitted on october 22, 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The device was explanted (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, october 22, 2020.